Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited undersensing led to inappropriate automatic mode switch (ams). No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
Correction : b5.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited undersensing, which led to the device inappropriately exiting automatic mode switch (ams). No intervention was performed and the patient was in stable condition.